Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure the initial attempts to cross the lesion were unsuccessful. The delivery system was withdrawn and the lesion was pre-dilated. The delivery system was advanced a second time. During deployment. Staining was noted and the balloon was inflated beyond the recommended pressure. An attempt to post dilate was made, but the balloon would not hold pressure. Another balloon was used with extended inflation times to seal the vessel. The staining resolved itself and the procedure was completed. No pt injury was reported.